Event description:
It was reported that there have been leaks between 3ml syringes and tubing despite firmly tightening the connection.

Manufacturer narrative:
The customer¿s report of a leak between the 3ml syringe and tubing was not confirmed. Functional testing did not replicate any leaks at the connection between the received extension set and a lab 3ml syringe. The customer did not send in the reported 3ml syringe that was connected to the set. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed during visual inspection. A lab 3ml syringe was used to flush fluid through the whole set configuration. Fluid flowed freely and no instances of leaking was observed at the connection or anywhere else throughout the set. The set was loaded into a lab syringe pump module for an infusion test. The infusion completed with no leaks observed. The set was then pressure tested and there were no signs of leaking anywhere on the set configuration while the tubing was manipulated. Although the root cause of this failure could not be identified, it is possible the leak was caused by the concomitant bd1 3ml syringe which has been identified in previous recent complaints to have a molding defect.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, specific patient information was not provided. Emdr 329758, 329759, 329760, and 329761 are for the same report.

Event description:
It was reported that there have been leaks between 3ml syringes and tubing despite firmly tightening the connection.